Event description:
Pt brought to the emergency department with a rhythm of emd (electro-mechanical disociation). After some medication, the pt displayed ventricular fibrillation on the monitor. The order was given by the dr to defibrillate the pt at 200 w/s. The monitor was set to discharge at 200 w/s. The paddles were fully charged with the red light showing. The chest was prepared with jell patches. The paddles were placed on the chest and the discharge buttons pushed. No discharge occurred. The machine was checked to see if it was in the "sync" mode. It was not, the machine was turned off and then turned back on. The paddles were recharged at 200 w/s and again placed on the pt's chest. This time the paddles discharged. The opinion of the attending emergency department physician is that the four second delay did not delay the treatment to the pt or very the outcome of the code.